Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient called the hospital with complaints of redness and swelling at the pacemaker site. The source of the infection was not determined. The pacemaker and right ventricular lead were explanted on (B)(6) 2018. The patient was stable during and post-procedure.